Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers father reported via phone call that their daughter insulin pump had audio anomaly. The customer¿s blood glucose level was 155 mg/dl. The customer reported that they did not received an alarm when she was low. It was reported that the customer was on auto mode. The insulin pump will not be returned for analysis.